Event description:
Physician reported a ¿revision augmentation because of late seroma on the right side after hard workout 3 weeks before examination. Double capsule. No infection.¿, ¿fluid between the back of the implant and the chest wall", "slightly wavy surface" and "dislocation of the implant". This record relates to the right side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Physician reported a ¿revision augmentation because of late seroma on the right side after hard workout 3 weeks before examination. Double capsule. No infection.¿, ¿fluid between the back of the implant and the chest wall", "slightly wavy surface" and "dislocation of the implant". This record relates to the right side.